Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced a blood glucose (bg) level over 500mg/dl and large ketones considered dangerous. Correction boluses were delivered and manual injections were administered. Due to the bg level the customer loss consciousness. The customer's fiancé administered insulin via an insulin pen and the customer recovered. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.